Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that in performing a procedure for a radial head replacement procedure, rep opened a package labelled as cat # 310-005. Inside the box was cat # 311-0507, lot 071720. Rep reported that getting the correct device caused a 20-30 minute surgical delay. Original box was discarded but rep can obtain the box stickers. Incorrect part is available for return. Surgical delay of 20-30 minutes.

Manufacturer narrative:
The reported event that the label on the package of a lat assembly, rad stem implant,collar 6mm,size2 reported "310-0005" and that the device inside was "311-0507" could be confirmed. The complaint investigation revealed that this is intentional. "311-0507" is the device identifier, "310-0005" is the system one (including labels, packaging, etc.). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that in performing a procedure for a radial head replacement procedure, rep opened a package labelled as cat # 310-005. Inside the box was cat # 311-0507, lot 071720. Rep reported that getting the correct device caused a 20-30 minute surgical delay. Original box was discarded but rep can obtain the box stickers. Incorrect part is available for return. Surgical delay of 20-30 minutes.